Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient underwent a medical procedure. Nevro attempted to obtain additional information regarding the nature of the procedure, but none was available. There have been no reports of further complications regarding this event.